Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. The extended charge time resulted from an anomalous high voltage capacitors.

Event description:
It was reported that upon interrogation, extended charge times were observed. The physician attempted to perform several capacitor maintenance charges, but all were unsuccessful. The device was explanted.